Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced multiple falls and as a result her stimulation was no longer in the desired area beginning on (B)(6) 2014. An sjm representative met with the pt and was able to reprogram and provide effective stimulation coverage. However, the pt began experiencing stimulation in the intended area. An sjm representative met with the pt again for reprogramming but was unable to obtain stimulation in the pt's areas of pain. Surgical intervention may take place at a later date to address the issue.